Event description:
The customer states that one pt sample generated an architect c8000 creatinine assay result of 193.5 umol/l. The result was questioned by a physician. Another sample was taken from the pt and tested on another analyzer and generated a result of 84 umol/l. The customer then retested the initial sample on the c8000 analyzer and generated a value of approximately 84 umol/l. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.